Event description:
The respiratory therapist (rt) reported that unit would not turn off. The device was not in use on a patient. No patient or user harm was reported. The (rt) disconnected alternating current (ac) power and allowed the battery to deplete, they could not duplicate the issue. The remote service engineer (rse) recommended if the unit could swap the user interface (ui) assembly with another unit for troubleshooting. If the issue goes away then replace the (ui) printed circuit board assembly (pcba). If the issue remains then replace the power management (pm) (pcba). The customer states the issue could not be reproduced. The unit has been tested and it was returned to service with no further complaints.